Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2014 with the following findings: the black box shows on (B)(6) 2014 21:45 an unexplained power on reset (por) event occurred; deliveries resumed when pump was primed at (B)(6) 2014 08:00 (10hrs 15mins deliveries interrupted). The battery compartment is cracked from threads to cover. Battery cap was not returned. A new test cap was able to carefully attach to the pump and was used to complete 24 hr duration testing; no power loss duplicated with test battery cap. The total daily dose adds up correctly and reflects the users programmed basal rate. The pump completed delivery accuracy testing and was found to be delivering with in required range. The pump cover was removed; internal moisture was observed on the internal components. No damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a power issue. The reporter stated that there was physical damage to the battery compartment. The reporter stated that the patient had a blood glucose (bg) of 333mg/dl with nausea and blurred vision. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.